Event description:
It was reported that a decrease in impedance and increase in capture were observed. X-ray found the lead fractured distal of the suture sleeve. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.